Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited stored episodes of post-paced t-wave oversensing. No intervention was performed and no patient symptoms were reported. The patient would continue to be monitored.